Manufacturer narrative:
Block h6: imdrf device code a040601 captures the reportable investigation result of cutting wire kinked. Block h11: (investigation results). The returned autotome rx 44 was analyzed, and a visual evaluation noted that the tip was damaged and had the paint peeled. Additionally, the cutting wire was detached from the connector joint strength (not crimped) and was kinked. Orientation test was performed, and the wire were correctly oriented between 10:30-1:00. No other problems with the device were noted. The product analysis revealed that the that the tip of the device was damaged and had the paint peeled. The problem could be caused by operational factors, such as manipulating the device through difficult anatomy, the used technique for the device manipulation, the interaction between the device and the scope (hitting against a hard surface), the insertion/removal of the guidewire or by the mandrel removal. Additionally, the cutting wire was observed kinked at handle section. Since the cutting wire was not crimped, any attempt to actuate the handle could result into further kink. Based on all gathered information, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was used in the common bile duct during an endoscopic sphincterotomy procedure to treat common bile duct stone performed on (B)(6) 2025. During the procedure, the device was unpacked and inserted into the patient. It was reported that the device could not bow as intended. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of device cutting wire kinked. Please see block h11 for full investigation details.